Event description:
A malfunction was reported on the pump by a customer, with no notable events occurring before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer reported at least three occurrences of the same issue on the pump, involving malfunction code malf 12, which was resettable. Technical support decided to replace the pump, and although the customer lacked the most up-to-date pump software, they were advised they would be receiving a replacement pump with updated software. Furthermore, they were instructed about handling a g7 sensor and how to prepare the pump for return. The replacement pump was shipped, and the customer was instructed to return the problematic pump within 10 days using a prepaid label.